Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely calcified common iliac artery. A 8.0mmx40mmx135cm sterling balloon catheter was used advanced for pre-dilatation. However, during inflation, the balloon ruptured. The procedure was completed with another of same device. There were no patient complications nor injuries reported.